Event description:
It was reported that the patient with this right atrial (ra) lead had possible infection due to constant burning sensation around the incision site. There were no additional adverse patient effects reported. The ra lead remains in service.